Event description:
It was reported that, "the surgeon could not attach the centraliser with wing and wing less on the distal end of the stem. Because the distal end of the stem was too thick."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.